Event description:
It was reported that the patient received inappropriate high voltage therapy due to sensing noise on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the patient was stable and will continue to be monitored. No intervention was performed. There were no adverse consequences.